Event description:
It was reported to manufacturer by a physicians assistant that her surgeon was having problems with his handheld computer. It was reported that if it was plugged into the wall or not, it still would not turn on. The handheld computer would turn on only by doing a soft reset. After the computer would turn on, it would constantly freeze on the physician before the interrogate device screen. The physician would have to reset it again in order to make it work. Good faith attempts to have the handheld computer and software returned for product analysis to the manufacturer have been unsuccessful to date.